Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vitrectomy probe could not cut before the vitrectomy surgery. The surgery was completed on the same day but replacement details were unknown. There was no impact to the patient.